Event description:
The international customer reported the ventilator does not power up while on dc power. The customer reported there wasn't any patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the ventilator alarms continuously. The customer reported there wasn't any patient involvement.